Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the water tightness was lost due to a pinhole on bending section cover, adhesive on bending section cover had a chip, video connector case had a crack, and the light guide cover glass had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the objective lens glue peeled due to physical stress of repeated use, external factors, or handling of the device. The issue can be detected by following the instructions provided in: operation manual, chapter 3 - preparation and inspection, section 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.